Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device remains in patient. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-8979p dx swivelock eyelet disengaged before the anchor was inserted into the bone and became stuck beneath the cortical bone within the canal, and could not be retrieved due to the angle it was stuck at. The rep stated this occurred before the anchor body was inserted into the bone socket. A second ar-8979p was inserted successfully without any issue. The rep stated that the broken eyelet remains seated behind the cortical bone in the ulnar "osseaous" canal. The bone was prepped by using a 3.0 drill from ar-8979ds at the designated depth per the depth guide provided from kit. A single limb of labral tape was inserted along with the anchor to finish the ib construct. The screw was inserted with the driver pre-loaded with the anchor. The rep stated that the bone quality was very hard. Patient; (B)(6) male.